Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose of 300 mg/dl. Customer believed that high blood glucose was due to insulin pump under-delivering. Customer treated high blood glucose with bolus from insulin pump. Customer did not have all supplies for troubleshooting and declined further troubleshooting. Customer requested for insulin pump to be replaced. Insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No delivery anomaly noted during testing.